Event description:
The distributor reported; when the surgeon tried to place the connector on the rod, it broke.

Manufacturer narrative:
Product was visually inspected upon return and it was determined that the jaw on one side was broken. It is unknown under what conditions the instrument was used and under what load it yielded. Product may become susceptible to breakage or damage during cleanings/sterilizations, handling and/or transportation. Therefore, root cause is not clearly determined.